Event description:
On (B)(6) 2010, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, images showed a proximal type I endoleak. The physician ballooned the proximal end of the trunk-ipsilateral leg component and no endoleak was reported. During the final angiogram, a proximal endoleak was noticed again. The physician used a cook balloon to reinforce the proximal seal and the endoleak. During the inflation, the patient's aorta ruptured. The patient was immediately converted to an open procedure to remove the trunk-ipsilateral leg component. The contralateral leg component remained in the patient. During the open conversion procedure, the patient expired. No autopsy was performed but the physician stated the cause of death was from the ruptured aorta.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note an additional devices implanted and related to this event: (B)(4).